Event description:
It was reported that during a coronary stent procedure, the tip of the wire became entangled in the stent and fractured. The tip was removed with a snare. Patient status is listed as "okay".